Manufacturer narrative:
Load fill estimate and minimum fill the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes. Unexpected shutdown the failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate and the pump shut off unexpectedly. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 257 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.